Manufacturer narrative:
Batch review performed on 26 march 2021: lot 146958: (B)(4) items manufactured and released on 19-jan-2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold. No other similar events have been reported since 2017. Clinical evaluation performed by medacta medical affairs department: stem loosening in cementless primary tha after 6 years. The quality of the single radiograph supplied does not allow a very thorough analysis, but we could see a rather uniform radiolucent line around the stem. The report does not mention if stem extraction was difficult: probably not very much. Among possible causes, we can list an adverse reaction of the individual patient to the implanted material or a silent infection, although the report does not mention either. It could also be a case of aseptic loosening, which is always a possible adverse event in tha; described in literature, whose probability increases with time. A final conclusion on the root cause of this adverse event could not be reached.

Event description:
Revision surgery performed 6 years after the primary due to stem loosening. The surgeon revised successfully the stem, head and liner. In 2019 the patient had revision surgery due to amistem h loosening on the other leg.